Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that two cassettes out of a box were leaking during their pd treatment. There were no reported alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that the patient was able to complete treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient did not contact the clinic regarding the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the nurse could not provide any additional information regarding the fluid leak. The lot number of the cassettes used is unknown. Additional information has been requested, however to date has not been received.